Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis. The patient was no longer a candidate for pd therapy and was transitioned to hemotherapy.

Manufacturer narrative:
The cycler was not replaced therefore no investigation on the physical device could be performed. The system level review of the device (lc013018) and the concomitant products could not confirm to relation to the reported peritonitis. No device or samples of the single conn./ext. Dl were available for evaluation. Lot numbers and device history record were reviewed and product met current specifications and no nonconformance or abnormalities were found. Medical records were requested for this event and not provided.